Event description:
Pt reported that a comparison between the surestep meter and a hcp meter was "hi" (ss) and 348 mg/dl (hcp), respectively (44% difference). On follow-up, the pt stated that they had been sick and was informed by lfs rep that illness and/or infection can raise bs. Pt was advised by lfs rep to check with doctor because the pt's bs was high. The pt also stated that the meter was set to mmol/l instead of mg/dl and was set correctly to mg/dl with assistance from lfs reps.